Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device will not turn on or off. There is no power. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Based on the findings, service determined that the probable root cause of the reported issue was due to electrical failure of the front case assembly of keypad. Based on the findings, service determined that the probable root cause of the reported issue was due to electrical failure of the front case assembly of keypad. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device will not turn on or off. There is no power. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the device will not turn on or off. There is no power. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The investigation is still pending. A follow up report will be submitted once the failure investigation has been completed. Correction: e2, g2.